Manufacturer narrative:
The customer contacted a siemens customer care center and reported the instrument was giving communication error. As a result, the heat torch was overheated and smoke was emitted from the cuvette diaphragm. The operator switched off the instrument and then switched it back on and the instrument was still giving errors. The customer replaced the heat torch however, the cuvettes were still not forming. The instrument was also showing that the air pressure was high. A siemens customer service engineer was dispatched to the customer site. After evaluating the instrument, the cse repaired the cuvette forming system and adjusted the flow control. The cse then performed a total service visit and the instrument was functioning properly. The cause of the smoke being emitted from the cuvette diaphragm was due to the overheating of the heat torch. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the cuvette diaphragm of a dimension exl 200 instrument. The operator switched off the instrument. There are no reports of injury to staff, damage to property, patient intervention, or adverse health consequences.